Manufacturer narrative:
B3/d10: the events occurred several times over the past few months. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connector "leaked after attachment". There was no report of patient injury or medical intervention associated with this event. No additional information is available.